Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular lead exhibited over-sensing resulting in a double positive deflection on the electrogram in addition to high pacing impedance values. The lead was explanted and replaced. The patient's condition was stable throughout the event.